Event description:
The customer reported a leak when using the coulter act diff 12 analyzer. While troubleshooting low values on the qc (quality control) samples, the customer identified a leak of diluent from the sample probe. The volume was reported as a few drops and the leak was not contained. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) worked with the customer to determine the source of the leak. Cts instructed the customer to bleach the drain line to remove any obstruction in the drain lines. The customer then noted the leak from the probe. Cts instructed the customer to bleach probe line #5 and change the probe wipe block. The customer bleached probe line #5, changed the probe wipe block and resolved the leak. The customer reran the controls and they recovered within acceptable ranges. Identified failure modes: the failure mode for the leak can be attributed to changing the probe wipe block and bleaching of probe line #5. No erroneous results were generated for this event. Upon recur, the failure mode is likely to generate erroneous cbc (complete blood count) results due to carryover caused by contamination of the sample tube during aspiration. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).